Event description:
It was reported that experienced a loss of therapeutic effect from their implantable neurostimulator (ins) and had to use a foley catheter. It was noted that the therapy had helped a "little" but now recently. The patient also had a "lot" of infections due to the use of the catheter to help empty the bladder although he had voided 200+ cc of urine so it was believed that the nerve was still good. The patient only had brief occasion (about 10 times) last summer where he was able to empty his bladder without the use of a catheter. The patient was placed on bethanechol to help in his urination (did not help) but did have the side effect of tremors that led to pain throughout his body and left him "bedfast" that led to muscle atrophy. It was also noted that the patient had "bladder" stones and was depressed. The patient was noted to be a "care facility". Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-33, lot# v326265, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).